Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited a battery calculation error upon interrogation and the battery voltage could not be seen. Premature battery depletion was suspected, because the correct longevity estimate did not show until elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Returned product analysis hybrid current drain passed. Battery analysis found no problems were found with the cell. If information is provided in the future, a supplemental report will be issued.